Manufacturer narrative:
Corrected data / additional information: the tissue that was stuck between the jaws of the vessel sealer extend (vse) instrument during event was greater omentum. This tissue was already intended to be removed as part of the planned procedure. There was negligible amount of bleeding that was resolved using a bipolar instrument. No blood transfusions were required. There were no errors when the event occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Received the vessel sealer extend (vse) instrument to perform failure analysis. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument was tested for sealing/cutting capabilities and passed. There was no problem detected. The instrument was fully functional. No product issue was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend (vse) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the logs shows that the vse instrument was installed 5 times and passed homing 5 times. There were 59 cut complete events that were observed. The logs show there were 3 coag events with no errors and 60 seal events. The instrument was used for about 30 minutes. The logs show 2 errors: port 1, unable to read instrument data and to check cord connections, which, may be related to the complaint.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the jaws of a vessel sealer extend (vse) instrument were stuck closed and clamped on tissue. The e-100 generator was restarted, and the cord was unplugged and plugged back in; but the issue persisted. The customer attempted to use the release mechanism of the vse instrument; however, the jaws would not open and release the tissue. The tissue was torn off to be able to remove the vse instrument. The following information is unknown: what specific tissue was stuck between the jaws of the vse instrument and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.